Manufacturer narrative:
Investigation has been initiated but not yet completed. Device has been sent to the manufacturer for evaluation. A follow up report will be submitted upon completion.

Event description:
During procedure, left thigh filled with fluid, compartment pressure. Additional incision was necessary to resolve patient condition. Changed pump and tubing to complete. Addtional information has been requested. This device is used for treatment.